Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clips were popping out of the jaws of the clip applier after the handle had been squeezed. After several attempts the clip applier was discarded and another was used to complete the procedure. There was extended or time by five minutes.